Event description:
It was reported that during a drainage procedure, a tip dislodgement and removal difficulties occurred. The target lesion was located in the bile duct. The physician inserted the catheter to the bile duct, but was unable to remove the inner cannula. The catheter was removed from within pt's body and the physician noticed that the temp tip dislodged in the bile duct. The tip was successfully removed using pean forceps during the procedure. The procedure was successfully completed with a different device. Pt condition listed as "good."